Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Additional information: the patient passed away on an unreported date. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.